Event description:
The device was removed due to "pump/tubing site leakage". As reported to co, the pump/cylinder set and assembly kit component(s) only were removed and replaced; leaving the reservoir in place from the initial implant.